Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer's mother that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The patient is not able to troubleshoot as in school. The customer insulin pump will be replaced.